Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 501 mg/dl at the time of incident. Troubleshooting found that the pump was able to complete the rewind process. The displacement test passed and the motor error did not occur again. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance or high blood glucose troubleshooting was necessary.